Event description:
The customer contact reported a separation. The pt was receiving lactated ringer's via a primary gravity tubing set that was connected to the extension tubing set which was connected to the pt's IV access. The distal clave port was accessed to deliver a bolus of propofol. During the injection of propofol, the extension tubing set separated proximal to the clave port. The extension tubing set was removed and the primary gravity tubing set was connected directly to the pt's IV access. It was reported the clave port had previously been accessed two times. The extension tubing set had been in use for approx 20 minutes. There were no reported adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. Event codes: patient: 2199. Device: 1562. This report represents all the info known by the reporter upon query by hospira personnel.